Manufacturer narrative:
Evaluation summary: reported issue could not be confirmed. Unable to duplicate reported failure; root cause of failure could not be established. Unit serviced, tested, and quality-audited, under going full calibration along with functional and electrical testing.

Event description:
At the onset of a procedure the unit would not come up to temperature. Usage of the device was discontinued. The procedure continued without a fluid warmer. No patient injury or adverse event was reported.